Event description:
A ventilator was returned to the distributor for service. During initial evaluation of the device at the distributor, two ventilator service required error codes were found in the device's error log. There is no documentation of what needs to be replaced to address the issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted if the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to a third party service center for service. During initial evaluation of the device at a third party service center, two ventilator service required error codes were found in the device's error log. There is no documentation of what needs to be replaced to address the issue. There was no harm or injury reported. A good faith effort was requested in order to obtain more information and was unsuccessful. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.